Event description:
It was reported that the vascular stent was found to be fractured three months post placement in an a/v graft. A covered stent graft deployment will be performed. No other procedural info has been provided. There is no reported pt injury.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.